Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of implantation. Initially, the date of implantation was estimated as (B)(6) 2016, based on available information. However, additional information revealed that the actual date of implantation was (B)(6) 2015. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 350cc mentor smooth round moderate profile prostheses and experienced left-sided deflation and right-sided grade ii capsular contracture. In (B)(6) 2020, the patient noticed breast deformity. The patient had a consultation with a healthcare professional on (B)(6) 2020, and the diagnosis was confirmed via physical examination. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate profile prostheses (catalog #: 3501655, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. The date of implantation and event date were estimated as (B)(6) 2016 and (B)(6) 2020 respectively based on available information. This report is for the right-sided prosthesis.